Event description:
During an in-clinic follow-up, noise resulting in oversensing, increased capture threshold, and pacing defibrillation impedance were observed on the right ventricular (rv) lead. Lead insulation damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.

Event description:
During an in-clinic follow-up, noise resulting in oversensing, increased capture threshold, and decreased pacing impedance were observed on the right ventricular (rv) lead. Lead insulation damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.